Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with over-infusion of +6.55%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. No evidence of reported problem in event log was found. During the evaluation of the device the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.